Manufacturer narrative:
The third-party service agent replaced the power supply assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent reported to physio-control that the customer's device could not be turned on with ac power or dc power. The third-party service agent disconnected and reconnected the battery and the device could be turned on. When the reported issue occurred a second time, the third-party service agent solved the issue by disconnecting and reconnecting the battery. A user test was done and passed successfully. There was no patient use associated with the reported event.